Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a setscrew mark on the terminal pin in the correct location. All four tines were intact at the electrode end; no damage was observed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
At a later date, the rv lead was returned.

Manufacturer narrative:
The hospital retained the explanted leads and they are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen at the clinic with elevated pacing threshold measurements on both the right ventricular (rv) and right atrial (ra) leads. No loss of capture of loss of consciousness occurred with the patient; however, the patient is in heart block. A revision was performed and the physician decided to remove the rv lead to implant an active fixation lead in the ventricle. A new rv lead was implanted without issue in the apex. The physician attempted to reposition the ra lead but the helix was no longer operating. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.